Event description:
When using the enhanced ob calculation package, fetal growth curves and their numberical data can be inaccurate under certain circumstances. There have been no allegations or reports of misdiagnosis attributed to this phenomenon.